Event description:
The customer stated that when she tested her blood glucose, she received a reading around 170 mg/dl. She retested within 5 minutes and received a reading between a 80 and 90 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.